Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and self test. However, pump error alarm confirmed in the pump history due to broken trace at pin at keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Clear alarm and finish process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.